Manufacturer narrative:
Discrepant negative d(rh1) direct antigen typing reaction for one patient's sample. The root cause of the discrepant negative results obtained for d(rh1) direct antigen typing could not be determined but it could not be excluded to be sample related, as patient was confirmed to have weak expression of the d(rh1) antigen. No general product failure was identified. No biased result was reported to a physician. The patient was not harmed.

Event description:
The customer is reporting discrepant negative reactions for d(rh1) direct antigen typing for one patient sample using ortho bioclone anti-d (monoclonal-polyclonal blend) in a manual technique. Reagents: ortho biovue system abo-rh/reverse cassette lot abr141 expiry date: 10 october 2016. Ortho bioclone anti-d (monoclonal-polyclonal blend), lots db308a1 and db309a1 expiry dates 16 july and 05 november 2017 respectively. (B)(4)